Event description:
Tip of the thunderbeat laparoscopic instrument broke off while being used by surgeon. Surgeon was able to retrieve the broken tip of the instrument.what was the original intended procedure?not applicable.